Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# 309623 batch# 3143581 it was reported that the bd syringe 1ml s/t w/ndl 27x1/2 rb had a syringe needle connectivity issue. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached item(s): 309623 lot(s): 3143581. Date incident occurred: was the patient impacted? If yes, describe: yes. The needle is coming off the syringe upon injection. Customer uses for allergy meds. She has to mix two medications. When the needle comes, she doesn't know how much medication she is actually receiving because so much drains out additional information provided: the date of the events were july 14 & july 21. I have saved the syringes. You can send the return label to my home address: (B)(6).

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation. Three samples were provided to our quality team for investigation. A visual inspection was performed with 30x magnification, and no defects or imperfections were observed. Based on the investigation with sample analysis the symptom reported could not be confirmed. Furthermore, a device history record review was completed for provided lot number 3143581. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
No additional information was provided.